Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "and getting the inner liner out sterile," "and our most recent one would not even budge because it was glued down in the middle" photo analysis visual analysis of the photographs identified: ¿ tyvek or thermoform sticking: observed delamination of outer and inner lid. No additional observations are performed.

Event description:
Healthcare professional reported "having some difficulties with some packaging", "and getting the inner liner out sterile," "and our most recent one would not even budge because it was glued down in the middle." This record is for the left side. Device was not implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/08/2024.

Event description:
Healthcare professional reported "having some difficulties with some packaging", "and getting the inner liner out sterile," "and our most recent one would not even budge because it was glued down in the middle." This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ tyvek or thermoform sticking: observed delamination of outer and inner lid. No additional observations are performed. Further investigation is request for the event of delamination lid.

Event description:
Healthcare professional reported "having some difficulties with some packaging", "and getting the inner liner out sterile," "and our most recent one would not even budge because it was glued down in the middle." This record is for the left side. Device remains implanted.